Event description:
Information was received from a patient via manufacturer representative on (B)(6), 2022. It was reported that the patient reported their implanted neurostimulator (ins) was tipped in the pocket and they were getting settings not available on group a and c. It was noted that the patient had lost weight, which may have contributed to the ins tipping. The pt was going to contact their physician to assess the ins issue. Additional information was received from the rep on (B)(6) 2022. They reported electrodes 0, 1 and 2 were marked as "do not use". The rep was able to program around those electrodes and provided stimulation in the desired areas. However, due to the ins being tipped and causing difficulty recharging, the doctor will be doing a pocket revision and a possible lead revision in the future.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the date of the ins pocket revision to address the tilted ins and difficulties charging was reported to not yet be set as the patient was still losing weight and the doctor and patient wanted them to stabilize their weight before doing anything. It was clarified that the reason for the possible lead revision was due to the electrodes being out so getting proper coverage was difficult. Additional information was then later received on 2022-03-16 reporting that the pt had both leads replaced on (B)(6) 2022. Upon interrogating before the case lead 8-15 also two electrodes out so dr. Stensland opted to replace both leads. He also moved the ipg to the other side.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported device will not be returned as it was discarded.